Event description:
The customer reported that the ventilator alarmed o2 valve stuck closed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the customer reported event. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. Extended self testing was performed and passed. The device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Device returned to manfacturer for evaluation.